Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Attempts to obtain additional information on this event from the field were unsuccessful. No new information has been received and no adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information from a clinical study that during an implant procedure, this left ventricular (lv) lead was not able to be implanted. No specific details on why the product was not able to be implanted was provided. The physician ended up implanting an epicardial lead in this patient. No adverse patient effects were reported.